Event description:
It was reported that the recently implanted vns patient underwent surgery to explant his generator and lead on (B)(6) 2014 due to an infection in the chest and neck area. Patient manipulation did not occur. Cultures were not taken but the patient reportedly had a high blood count. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the lead was completed on (B)(4) 2014. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Analysis of the generator was completed on (B)(4) 2014. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.